Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: part: 07.702.040s lot: 3l53641 release to warehouse date: 03 november 2023 expiry date: 01 november 2026 manufacturing site: werk selzach supplier: osartis gmbh a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the ampule of the traumacem v+ bone cement injectable was observed broken in the lower part of the tube and in consequence empty ampoule, without liquid. The potential cause of this issue can be attributed to device transportation/storage. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for traumacem v+ bone cement injectable. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an orthopedic procedure on (B)(6) 2024. When preparing the augmentation and opening the package, it was found that the ampoule was broken at bottom and the solvent of ampoule was leaked off. They changed to open a new item for surgery. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found that sample was returned within opened packaging. Ampoule found on the interior was cracked from the bottom and empty. Therefore. The reported condition can be confirmed. Once the product leaves depuy synthes control, it is unknown what environment conditions the packaged products are exposed to during that time. Therefore the suspected cause is traced to transport/storage outside of depuy synthes control. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the traumacem v+ bone cement injectable would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 07.702.040s; lot # 3l53641; manufacturing site: osartis gmbh. Supplier : (B)(4). Release to warehouse date: 03 nov 2023. Expiration date: 01 nov 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: device returned to manufacturer. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.